Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as irritated and open sores on back under te pads. The patient¿s physician instructed the nurses to place cream on the open sores. Follow up indicated that the wound improved.